Event description:
It was reported that the reporter heard that this particular physician used off-label drugs in the pump and had heard that this caused the drug to leak out and cause corrosion. The reporter thought it was caused by the ph values of the medication, and reported that the physician had a series of patients who experienced this, and motor stalls. The reporter did not know the names of any of the patients. It was later reported that the physician primarily used fentanyl in the pumps and had for many years. The specific drug being delivered by the pumps was unknown. No interventions, specific patient information, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).